Event description:
A report was received that the patient's lead was explanted for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant procedure was lead infection. The patient was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead was explanted for an unknown reason.